Event description:
Customer reported that the insulin pump made strange noises whenever the act button was pressed. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Pump received with no unexpected audio/beep anomaly noted when pressing buttons. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.